Manufacturer narrative:
(B)(4)

Event description:
It was reported that chronic high capture threshold was observed. The helix was found to not be completely deployed via x-ray. The helix may have retracted post-implant leading to the high capture thresholds. The lead was capped and replaced on (B)(6) 2016. The patient was stable.